Manufacturer narrative:
The device was evaluated by zoll medical corporation. During the investigation, the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, the root cause could not be firmly established. An internal inspection found damaged connector on the main board. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.